Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. In an email sent to technical services on 05/02/2018, it was noted that this lead exhibited noise in a pacemaker mediated tachycardia. The physician was (B)(6) at an unknown facility in canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).